Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, half of the jaw of the cadiere forceps instrument broke off inside the patient. The surgeon was able to retrieve the broken piece and the procedure was completed using a backup instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. On 10-jan-2022, intuitive surgical, inc. (Isi) received medwatch # mw51058855 stating: "s:grasper tip of da vinci cadiere forceps broke apart while inside the patient's abdomen during surgery b: patient w/hx of anal ca undergoing robotic abdominal perineal resection a: surgeon was able to retrieve broken piece (one side of grasper tip) from patient's abdomen r; rn reported event to intuitive, broken instrument retrieved, bagged, and sent to spd." Safety report ID # (B)(4)." The report also indicated that the type of event was "serious injury" and that the outcome "required intervention." No further details were provided and no further information has been obtained through follow-ups.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip tip to be related the customer reported complaint. Broken material, approximately 0.70" 0.21", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. The root cause was attributed to misuse, such as excess force applied to the instrument jaws. Additional observation not reported was that the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.23" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. The root cause was attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of "main tube ¿ scratch marks" to not be related to the customer reported complaint. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. No image or procedure video was provided for review. A review of the instrument log for the cadiere forceps instrument (471049-07/n10210104 0333) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: the broken fragment that fell inside the patient's anatomy was reportedly retrieved during the same procedure. However, according to the medwatch form that was received, the customer alleged that serious injury occurred and that additional intervention was required to resolve the issue. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information/ clarification on the issue, however no response was obtained.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a adverse event, as previously reported. Corrected information can be found the following field: b1, h6 b1 updated from "adverse event" to "adverse event and product problem".

Event description:
Refer to h10/h11 for follow-up information.